Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries, frozen display and the buttons were harder to push. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the screen of the insulin pump had rainbow effect due to which the customer had difficulty to view the data. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Cracked reservoir tube window corner noted. Device power up properly after battery installation. Device received with operating current within specification . No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.